Event description:
It was reported the patient had an implantable neurostimulator (ins) replaced due to a shocking sensation. The extension was previously replaced, but this only worsened the shocking sensation. Impedance measurements were initially 2000 ohms, but after replacing the extension impedance was down to approximately 1000 ohms. The following day the ins was replaced. X-rays of the leads showed migration of the lead connectors out of the neck. Impedances were normal. It was noted that the shocking may be due to brain lead damage. The patient's left program (0-, 1-, case+) was at 90 microseconds, 150 hertz, and 6.9 volts. The right program (4-, 5-, 6-, case+) was at 150 microseconds, 150 hertz, and 6.9 volts. It was thought that the "very high" settings may have contributed to the shocking sensation. The programs were reduced by approximately 1 volt on each side, but there was a significant residual tremor at the lower settings. It was noted there was not normal battery depletion. The patient did have an injury and the patient's current status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator model 37612, serial (B)(4), found abnormal impedances during a connector block leakage test. This was expected due to a punchout hole in the #0 grommet. Analysis of the extension model 748240, serials (B)(4) and (B)(4) found no significant anomalies. The extensions were cut through and the products segmented. Analysis of the adaptor model 64002 lot unknown found no anomaly.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2005 (B)(6), product type extension, product ID 748240, serial# (B)(4), implanted: 2005 (B)(6), product type extension, product ID 64002, product type adapter, product ID 37651, serial# (B)(4), product type recharger, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387-40, lot# j0519663v, product type lead, product ID 3387-40, lot# j0519663v, implanted: 2005 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.